Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138505. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144003. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 33029882. UDI: (B)(4).

Event description:
It was reported that the patient had a period of hospitalization following the implantable pulse generator (ipg) revision procedure (MFR. Report no. 3006630150-2025-00708). It was noted that the patient had a dull ache in the back localized to the area of the ipg. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Event description:
It was reported that the patient had a period of hospitalization following the implantable pulse generator (ipg) revision procedure (MFR. Report no. 3006630150-2025-00708). It was noted that the patient had a dull ache in the back localized to the area of the ipg. No further information could be obtained despite good faith efforts.